Manufacturer narrative:
Section a4: patient weight is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline repair was requested. The patient called with concerns about the driveline. The patient had not reported any alarms or symptoms. The patient was advised to come to the medical center and stay on battery power. A clamshell repair was scheduled. There were no unusual events captured in the event log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed by an onsite abbott representative, as well as through the images provided by the account. A specific cause for the damage could not be conclusively established through this evaluation. The submitted photographs captured a complete separation of the distal end driveline bend relief from the metal controller connector. The submitted log file contained events from (B)(6) 2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook rev. C, is also available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
A clamshell repair was performed on (B)(6) 2024.